Event description:
The surgeon reported that during surgery, with the phaco handpiece in the patient's eye and the nucleus already divided, there was a flash/ puff of smoke and bright light. A system message was displayed. The first patient was transferred to another facility to complete the procedure. This patient, in preparation for surgery, had received a sub-tenons injection of an antibiotic and steroid, but was returned to the ward. This event was reported with mfg. Report # 2028159-2008-00343 on 09/18/2008. No patient identifiers were provided at the time of the first report. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system, and found that it met specifications. The interior of the console was inspected and there were no signs of damage or smoke. The power supply was replaced and the console was tested; all testing passed specifications. It was not possible to obtain the handpiece used during the surgery as it had already been sent to the central sterilization unit. The complaint history was reviewed and there were no other similar complaints reported for this system. No samples were returned for further investigation. The hospital was conducting an internal investigation, and declined to send in the power supply at this time. The root cause of the reported failure could not be determined.